Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unexpected reboot was confirmed. Ventec replaced the control board, compressor and media bed which resolved the reported issue; however, further component level cause could not be conclusively determined. Proper device operation was then confirmed through functional and performance testing. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device alarmed and rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.